Manufacturer narrative:
The customer¿s report of a pcu battery that died without any prior warnings was confirmed in the pcu event log. The review of the pcu battery log identified two battery conditionings performed on the pcu within a one-year time frame. The battery log confirmed after completion of the conditioning that the battery was not reset. The lack of a battery reset resulted in an over estimation of the battery capacity. Testing could not be performed on the customer¿s battery. The battery was not returned with the pcu. Testing performed using a ¿known good¿ battery found the pcu operating in specification. The root cause that the pcu battery died without any warning is believed to be a result of an over estimation of the battery capacity.

Event description:
It was reported that the pump battery "died' during an infusion of thymoglobulin in the surgery-transplant unit. The pump alarmed only when it turned off, with no prior warning. There were no clinical effects or patient harm. The battery was last changed on 1/4/18 with preventative maintenance. Although requested, no further information has been received.

Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed. Although requested, patient demographics not provided.

Event description:
The customer reported that the pump battery died without warning in the ccu. Although requested, no further information has been received.